Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6), sex: female, age (at time of consent): 53 years, model: lxmc15, device lot number: 24126, date of surgery: (B)(6) 2020, adverse event term: dysphagia, relationship to study device: possible, relationship to primary study procedure: possible, dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: (B)(6) 2022, severity : blank => mild, diagnostic imaging : no => yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 12/19/2022. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the plain films do not image the device in it¿s entirety. The flouro image captured during endoscopy demonstrates an intact linx device." A manufacturing record evaluation was performed for the finished device batch number 24126, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023 additional information received: outcome : unknown recovered/resolved end date : blank (B)(6) 2023.